Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead exhibited noise. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece with the helix stretched and clogged blood/tissue. Visual examination of the lead found an external abrasion breaching the outer insulation exposing the outer coil at 10.6cm to 11.2cm from the connector pin. The cause of the reported event of noise was isolated to external abrasion consistent with friction to the device can.